Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during implant the device had no sensing signal. The device was not implanted. No patient complications have been reported as a result of this event.